Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified. The section of the device with the foreign material remained had no deformation. It was unknown whether the reprocessing was conducted in accordance with instruction for use. Therefore, a definitive root cause could not be determined. The instructions for use states the detection methods associated with the event in the instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ and the prevention methods in the instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.